Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached extension tube was confirmed and the cause was determined to be use-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. The purple-luered extension tubing was received completely detached from the molded joint. Inspection of the distal end of the detached extension tubing revealed a break in the tubing near the distal end. A fragment of tubing was detached and remained adhered within the molded joint. The extension tube exhibited deformation and necking in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness in the vicinity of the tubing break. Microscopic inspection of the break site revealed a granular fracture surface. The break features were typical of tensile failure. The deformation in the vicinity of the break was consistent with the event description, which indicated that the patient ¿used her teeth to pull apart the extension leg.¿

Event description:
Per sales rep, the facility reported that after the PICC was inserted the patient was in wrist restraints and used her teeth to pull apart the extension leg. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that after the PICC was inserted the patient was in wrist restraints and used her teeth to pull apart the extension leg. No patient harm reported.